Event description:
I had been having contact lens problems and decided to try a different solution, and purchased the complete moisture one-step lens solution that has been recalled. At first, I had an eye infection swelling and redness. I then changed solutions, but my eye was still infected. I have since had excessive tearing and discharge in my left eye. I have been to the eye dr, but they have not been able to diagnose the problem. I feel that I must have ak. The symptoms described are exactly what I have been experiencing. I was prescribed minocycline 50 mg capsules to clear up my inflamed eye, but to no avail. I still have excessive tearing and discharge. Used one month.